Event description:
Caller reported a malfunction on the pump, specifically a malfunction code labeled as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. After resetting, the malfunction code did not recur, and the customer was advised they could continue using the pump. The caller was instructed to contact support again if the malfunction code reappears, which they acknowledged and understood.